Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was not identified for the image noise. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to damaged charged coupled device unit and shaved electrical contact of the video connector. Based on the results of the investigation, a root cause was not identified for the shaved connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the flex deflectable videoscope exhibited because the electrical contact of the video connector was shaved and a noisy image occurred. There was no patient involvement.